Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the pump detailed trace, it recorded pump error 63 (variable = 2, file number = 2006 and line number = 704) on 08-jun-2024 from 13:39:00 until 13:39:09 was triggered three consecutive times. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered due to the hardware issue on the lcd on pcba 1. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and found moisture damage on electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage confirmed with cracked case, scratched case, battery tube threads - cracked, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 63. Pump error 63 was confirmed due to moisture damage on electronic assemblies. Unable to confirm no communication to transmitter. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image) and loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Customer reported a critical pump error/open book image error. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer requested spare battery cap. Customer reported a loss of communication between the transmitter and the pump. Transmitter is out of warranty. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.